Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts along the distal portion of the crimped stent were damaged, distorted and lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance while advancing the device followed by subsequent withdrawal resistance. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 24-sep-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 32x4mm, eccentric, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in the moderately tortuous and moderately calcified coronary artery. Predilation was performed with a 3.00x15mm balloon. Following predilation, residual stenosis was 60%. A 3.50x38mm promus element plus drug-eluting stent was selected to treat the lesion. During negotiation of the stent for almost 10 to 15 minutes, the physician noted that it was a very tight lesion and the device failed to cross the lesion. The procedure was completed with a different device. The patient's status was stable. However, returned device analysis revealed stent damage.